Event description:
A customer reported that during a cataract surgery that the system would not "get out of occlusion". They exchanged the system to complete the procedure. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).